Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, out of range pacing lead impedance was observed on the atrial lead. Device interrogation revealed that the pacing impedance was high, out of range. Also, the lead exhibited high capture thresholds and chronically low, but stable, sensing issue. When the lead was tested in a different programming configuration, impedance measurements were within normal range; however, loss of capture and inappropriate auto mode switch episodes due to atrial lead noise were observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the event.